Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error alarm and the esc button was not working. The customer's blood glucose was unknown at the time of incident. The customer stated that changing the battery did not resolve the button error alarm. The customer stated that they were not able to clear the button error alarm. The insulin pump will not be returned for analysis.